Event description:
The lead was returned to the manufacturer after being explanted and replaced due to a system upgrade. The lead subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. It was noted that the outer insulation of the lead was observed to have blood ingression. Product ID: 310c31 tissue valve, implanted: (B)(6) 2012. (B)(4).